Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. During troubleshooting by animas customer technical support, a 1 unit air bolus did not record in the pump history as expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 06/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2016 with the following findings: review of the black box data revealed that the last basal delivery was recorded on 03/30/16@12:00pm and the last bolus delivery was recorded on 03/29/16@11:25pm. No bolus delivery is recorded on 03/07/16. The total daily doses added up to correctly reflect the programmed basal rate and bolus target. On investigation, the pump powered on normally. The ¿ez-prime¿ steps were performed correctly and the pump reflected 24 units delivered after a 24-hour, 1 unit/hour duration test. A 1 unit test air bolus and 10 unit test normal bolus were correctly delivered and recorded at the correct time and order. No errors, alarms or warnings occurred during the investigation. Investigation did not duplicate the ¿inaccurate delivery¿ complaint. Unrelated to the original complaint, the battery compartment was cracked at the case seal on the side and the display was dim and discolored.